Event description:
A trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed a system pre-test. Critical error code 183 was recorded in the error logs indication a pressure sensor failure. The technician recommended replacing the system board to address the issue. Fco - follow-up repair to be handled by philips authorize service provider. If upon further evaluation of the device a reportable issue/malfunction is identified, this decision will be re-evaluated using the date of the repair evaluation as the "become aware" date. No further investigation is required at this time.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed a system pre-test. Critical error code 183 was recorded in the error logs indication a pressure sensor failure. The technician recommended replacing the system board to address the issue. Fco - follow-up repair to be handled by philips authorize service provider. If upon further evaluation of the device a reportable issue/malfunction is identified, this decision will be re-evaluated using the date of the repair evaluation as the "become aware" date. No further investigation is required at this time. New information/linv: the trilogy ev300 system board was returned to the manufacturer product investigation lab for further investigation of the allegation of a pressure sensor failure and was unable to confirm the failure. During the evaluation pil tested the system board on the trilogy evo stb, trilogy evo multifunctional test station for sensor drift, pressure verification and barometric pressure verification and passed all testing. Pil concluded that the system board operates as designed. The trilogy evo system board has been scrapped.